Manufacturer narrative:
Event date of infection approximate. The main component of the system and other applicable components are: product ID: 3387s-40 , explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorders (ocd) and movement disorders. It was reported that the patient had an infection at the ins site and had surgery to remove their right ins and lead (for fear of the infection spreading). The patient was placed on antibiotics and recovered from infection then had the device replaced. No further complications were reported as a result of this event.